Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6) 2010 and experienced the onset of subsequent pain. Radiographs taken revealed that the marker on the tibial bearing had moved anteriorly and a revision procedure to remove and replace the bearing was performed on (B)(6) 2011. The patient later encountered pain and swelling and was revised to a total knee on (B)(6) 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "persistent pain." Visual evaluation of the returned component found it to be unremarkable. This report is number 3 of 4 mdrs filed for the same patient / event(s) (reference 1825034-2011-00911 / 00914). (B)(4).